Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
Customer contacted technical support (ts) stating that unit's touch screen could not be calibrated after several attempts. The customer reported there was no patient involvement.

Manufacturer narrative:
G4: 20aug2020. B4: 04dec2020. The unit was not in use with the patient, and the customer utilized another unit of the same for patient use. Issue discovered prior to patient utilization. The product support engineer (pse) evaluated the unit and confirmed the reported issue pse could duplicate the reported issue. The touchscreen was replaced. The device passed all testing and returned to full functionality. The touchscreen was returned for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. It was determined that the ul_lr and ur_ll resistance were out of specifications. Faults are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.